Event description:
Caller reported a malfunction on the pump with code malf 12. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted caller with resetting the pump, after which the malfunction did not recur. Customer was instructed to continue using the pump and reach out if the issue reappears, and the caller acknowledged and understood these instructions.